Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of this condition was assigned to air sensor/circuits saturated. In order to correct this condition the following actions were taken: checked for moisture, cleaned and dried tubing channel, and performed air in line test which was okay. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code810:11. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the root cause of the confirmed reported problem was not identified.